Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse cleaned the blue fiber cable (bfc), but the issue persisted. There were no signs of damage on the bfc. The fse replaced the bfc to resolve the issue. The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to a defective bfc. It can be resolved by replacing the bfc.

Event description:
It was reported that prior to the start of a da vinci-assisted paraesophageal hiatal hernia surgical procedure and prior to ports placement, a customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that repeated non-recoverable errors occurred when powering on the system. The customer power cycled the system before contacting the tse, but the issue was not resolved. The tse found error 31089 in the logs pointing to vision side cart (vsc) fiber 3. The customer shut down the system, reseated vsc fiber 3, patient side cart (psc) and surgeon console controller (scc), and the system powered up with no issues. After, isi clinical sales representative (csr) called back to report that the error reappeared. The customer swapped the blue fiber cable (bfc), used other ports on the back of the vsc, but the error persisted. The csr planned to clean the fiber port of the psc; however, the customer opted to switch the psc to continue with the procedure. There was no patient involvement when the issue occurred.